Event description:
The customer contact reported during testing at the user facility, "smoke and flames" were noted from the female end of the power cord. It was reported that the ac power cord was plugged into the ac power outlet. It was reported that after the pump was powered on, the biomedical tech reported hearing a "loud pop" and "smoke and flames" were noted from the connection of where the female end of the ac power cord was plugged into the back of the pump. The biomedical tech stated that the ac power cord was unplugged from the ac power outlet and reportedly "put out the fire." The biomedical tech reported charring was noted on the pump. There were no adverse effects to the biomedical tech. No medical interventions were required. There were no reported adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.